Event description:
The customer reported that the monitors quit working. This will cause the system to be unusable due to a loss of the live image. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the display adaptor was replaced during the service call. The system was tested and found to be working as intended and put back into service.